Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, touchscreen was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the touch screen not working. A field service engineer (fse) had power-cycled the device for 15 minutes. Fse reseated all connections, checked and verified the firmware and drivers, and disconnected all components, but the device was still not responding. Fse then replaced the all-in-one unit, successfully tested it, and verified its functionality. Fse adjusted the time and date to the current local time and successfully tested the system again issue was resolved. The system functioned as intended after the field service engineer repaired the device.